Event description:
Patient stated that four of his v-go's came off of his arm which he wore them on the back of his arm and felt a sting when the v-go fell off the first three times. Patient reported that the fourth one came off on (B)(6) 2019 in the shower. Patient confirmed that he uses alcohol and allows the area to dry before applying the device.